Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. During the evaluation, the blade would not rotate or advance.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2011. About two thirds of the way through the procedure, the blade would not come out of the housing when the trigger was activated. The blade continued to rotate within the housing. A second device was used to complete the procedure with no adverse patient consequences.